Event description:
It is reported that upon opening the device, a portion of the stem was protruding from the packaging. It was the surgeon's decision to proceed by sterilizing the implant and continue to implant the device.

Manufacturer narrative:
Eval summary: the device history records were reviewed and found conforming; indicating the device was manufactured, inspected and packaged to specs. A complaint search yielded no add'l complaints against this item. A complaint search yielded (B)(4) complaints from (B)(4)-2011 to (B)(4)-2012 for transit damage that probably originated from the parts bank. No further actions are being taken at this time as there have been no add'l complaints against this item. Transit damage is the most likely cause for the reported issue. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.